Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during the procedure the picture of the camera is gone. After a short period the picture is back. No harm to patient, user or third reported. No negative consequences reported.

Manufacturer narrative:
Result of investigation: the most probable root cause is that the mainboard of the tc201 is defective. As this is used for communication with all other products via the hive bus. The event is filed under internal karl storz complaint ID: (B)(4).